Event description:
The patient has two leads (from the same lot) implanted as part of her scs system. It was reported the patient lost stimulation on her right side. The sjm representative met with the patient and diagnostics indicated multiple contacts show invalid impedances. X-rays were taken and obvious fractures were observed. The patient is to make an appointment with her physician as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.